Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in the ears with juvéderm vollure¿ xc. Approximately four months later, the patient developed small nodules at the injection site. They were treated with a medrol dose pack, and it calmed down the inflammation. Injecting hcp recommended melting the product with hyaluronidase. 8 days later, the patient went to another physician, and they don¿t think the nodules need to be dissolved, instead patient was provided doxycycline. Symptoms are ongoing.